Event description:
The "rapid gas loss" alarm sounded from the pump. The alarms continued so the pump was changed. The alarms still continued, so the iab was removed. A second iab was inserted into the pt. The iab was not returned to co for eval. The iab was discarded by the facility. Multiple event to customer complaint number 97-00279. (Event complications: unknown - reported 3/12/97.) (Pt's current status: unk - rpt'd 3/12/97).